Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into arm. On approximately (B)(6) 205, upon sensor removal, the patient noted a large area or redness and a pustule at the needle puncture site. The estimated area would have been about 2 by 2 inches, covering the entire patch. The area was firm, and pus was present at the insertion site. Her husband, who is a surgeon, removed the pus, though no details were provided on the method used. It was confirmed however that the patient did not visit the hospital for this event, and no doctor, besides her husband, was consulted. A visiting nurse then cleaned the area with peroxide and applied a dressing. No medication or other treatment was given. At the time of the report the patient was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.